Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.

Manufacturer narrative:
E2 and e3 revised as they were entered incorrectly on the initial report that was submitted.e4 selection was added as it was omitted on the initial report that was submitted.g2 added selection that was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported 59 year old female on an impella for acute myocardial infarction. During support, 10 minutes after ac power disconnected, "battery temperature high" alarm noted. It only sounded once. The ac power was disconnected. There were no changes to any of the impella metrics noted. The patient remains on support.